Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the invasive arterial access procedure, the inner stylet detached from inside the sheath. Upon the removal from the body, the sheath came apart.